Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21nov2018. The service engineer (se) inspected the device and confirmed the issue and replaced the power supply. A power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the returned power supply voltage was dropping below the threshold voltage. The root cause was isolated to a component (c56) on the power supply.

Event description:
It was reported that during service the customer installed power supply incorrect on the ventilator. No patient involvement. The event date was not specified; estimate used.